Event description:
It was reported that the minicap transfer set could not be disconnected from the ultrabag connector. The this occurred or during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection by naked eye observed the dark blue female connector was separated from the light blue main body. Functional testing was performed on the sample. This testing includes leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The transfer set was connected and disconnected using an in-lab patient connector by hand with no issues. The reported condition of connection issue was not duplicated. The sample did not meet specification due to the separation. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.